Event description:
It was further reported that during the surgery, the surgeon had difficulty in removing the locking screw. The screw was eventually extracted and the fns implants were removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter facility phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device history lot: part: 412.216; lot: l751515; manufacturing site: (B)(4); release to warehouse date: 30 january 2018. Device history lot this mre review is for sterilization procedure only: part: 412.216s; lot: l797521; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: 28 february 2018; expiry date: 01 february 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part 412.216 was manufactured in (B)(4): a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a revision surgery through a bipolar hip arthroplasty. Initially, the patient had an osteosynthesis procedure for femoral neck fracture wherein a femoral neck system (fns) was implanted on (B)(6) 2018. However, on (B)(6) 2019, the patient reported pain. The implants were successfully removed with a surgical delayed of less than thirty (30) minutes. Patient and procedure outcome were unknown. This complaint involves four (4) devices. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 44mm-sterile. This report is 1 of 4 for (B)(4).